Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the lighting lens adhesive joint has peeled off. A definitive root cause could not be identified. Based on the investigation findings, the following observations were made: regarding the customer¿s allegation that the forceps elevator control lever felt stuck when lowered, the cause could not be confirmed. Additionally, for the newly identified malfunction, the cause also remains undetermined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the forceps elevator control lever on the subject device was lowered, it seemed stuck. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.